Event description:
A customer reported the adc blood glucose meter was showing 'low battery'. The customer was experiencing dizziness and severe headache, but reported he was unable to test blood glucose due to low battery icon. The customer self-presented to a hospital, and was diagnosed with hyperglycemia and treated with insulin and unspecified serum. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter ((B)(6) ) was returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression. Power consumption test was performed and results were within specification . No malfunction or product deficiency was identified. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle lite meter were reviewed, and the dhrs showed the freestyle libre meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose meter was showing 'low battery'. The customer was experiencing dizziness and severe headache, but reported he was unable to test blood glucose due to low battery icon. The customer self-presented to a hospital, and was diagnosed with hyperglycemia and treated with insulin and unspecified serum. There was no report of death or permanent injury associated with this event.